Event description:
It was reported that during a gynecological procedure, the user was able to squeeze the handle, but the instrument did not fire. The device was replaced with a second handle with a different lot number, but the same issue occurred. It was noted that the surgical time was extended by more than 30 minutes.

Manufacturer narrative:
D10. Concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot p5l0926); egiaustnd, egiaustnd endogia ultra univ std stap (lot p5k0990). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.